Event description:
A report was received that the patients ipg would no longer take a charge. It was noted that the battery was too deep or slightly angled. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.